Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction a4: patient weight is updated.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025 in which the ipg was repositioned. No infection was found during the procedure.

Event description:
It was reported that the patient has pain at the ipg site and a suspected infection. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
B3: event date is estimated.